Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter had a connection issue between the adapter body and adapter sleeve. It was further described as "two parts unable to be connected tightly". This was noticed prior to patient connection, during a nurse check. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation in open pouch. A visual inspection was performed with naked eye and it was noted that the parts were unable to be connected tightly. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. However, it was difficult to thread the titanium adaptor onto the titanium sleeve. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.